Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of 0.3ml bd insulin syringes from lot# 9154603 were provided. The customer reported that the plunger is not accurate and cannot be precise when applying the drug. The photos were examined, and it was observed that 6 loose 0.3ml bd insulin syringes were captured. No defects to the rubber stopper/plunger rod assembly or scale were observed based on the samples shown. No defects could be determined based on the photos provided. A review of the device history record was completed for batch # 9154603 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported 20 bd ultra-fine ii syringe had plunger movement difficulties. The following information was provided by the initial reporter, translated from portuguese: "customer purchased the product and when applying the drug to the patient, she identified that the plunger is not accurate, it cannot be precise when applying the drug. Do not apply half a unit, for example, just the whole unit."

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 20 bd ultra-fine ii syringe had plunger movement difficulties. The following information was provided by the initial reporter, translated from portuguese: "customer purchased the product and when applying the drug to the patient, she identified that the plunger is not accurate, it cannot be precise when applying the drug. Do not apply half a unit, for example, just the whole unit."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: customer returned (5) loose 3/10cc, 8mm syringes. Customer states that the plunger is not accurate, it cannot be precise when applying the drug. All returned syringes were tested and all were able to draw and expel properly without any observed defects. Also, all samples were tested using the plug gauge and all placements of the scale markings fell within specifications. A review of the device history record was completed for batch # 9154603 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported 20 bd ultra-fine ii syringe had plunger movement difficulties. The following information was provided by the initial reporter, translated from portuguese: "customer purchased the product and when applying the drug to the patient, she identified that the plunger is not accurate, it cannot be precise when applying the drug. Do not apply half a unit, for example, just the whole unit."